Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2011-80341.

Event description:
It was reported that the customer passed away after being involved in a car accident. The customer was found in his car by the police, and the body was badly burned. The customer was wearing the insulin pump at the time of the accident. The doctor agreed to return the insulin pump and supplies for analysis. Nothing further was reported.